Event description:
It was reported by the distributor that the surgeon could not connect the intracranial pressure/temperature catheter (B)(4) well to the pre-amp transducer cable (pac1). The surgeon first thought that the catheter was defective and decided to replace the catheter. After exchanging the catheter, the surgeon noticed that the problem was with the pac1 and not the catheter. There was pt contact, but there was no pt injury. On (B)(6) 2012, the distributor provided the following additional clinical info: the pt is a (B)(6) male pt with an underlying medical condition of head injury. The procedure being performed was for a cerebral decompression. It was reported that the first 1104bt catheter and replacement catheter were zeroed prior to insertion. The first 1104bt catheter was already implanted in the pt when it was thought to be defective and decided to be replaced. The distributor reported that the replacement 1104bt catheter was inserted/implanted in the pt on the same surgery date as the first 1104bt catheter. The replacement catheter was placed on the same site on the pt's head as the first 1104bt catheter. It was discovered that the pac1 cable was defective and not the 1104bt catheters when the same problem occurred with the replacement catheter. There was a 20 minute delay in surgery. A replacement pac1 cable was available. There was no pt injury. Pt outcome was reported as "no change has been seen on the pt".

Manufacturer narrative:
The product was not returned for eval. However, the customer reported a product serial number of (B)(4), which belongs to the lot 3050rx191251. The batch history record of lot 3050rx191251 was reviewed and it revealed that the lot met all requirements.